Event description:
It was reported that during shoulder rotator cuff repair, while inserting the healicoil pk anchor, the threads became tangled. Attempts were made to untangle the threads; however, when the anchor was repositioned, it broke during removal from the patient. All the broken pieces were removed from the patient using graspers. The procedure was completed placing a s+n back up device into the originally bone hole. There was a surgical delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor is fractured below the eyelet. The eyelet was returned off of the device and the lower threads were returned in the device. The distal plug was returned on the device with no visible defect. The proximal anchor was returned off the device with no visible defect. The insertion device has no visible defect. Bio debris is present. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. An analysis of the customer provided image found the device on a blanket with the anchor broken. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended or inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.